Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacing the unit's memory chip on the cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor which may have affected spo2 monitoring. No pt injury was reported.